Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a an off no power alarm. The customer¿s blood glucose was 326 mg/dl at the time of incident and treated with manual injection. Customer stated that the insulin pump alarmed off no power alarm without a low battery alert waning. Customer also reported that the insulin pump had a blank display and a motor error alarm. Customer stated that the display returned after a new battery was used and confirmed that the insulin pump was able to complete the rewind process. Customer also reported battery out limit alarm and declined troubleshooting. The insulin pump is not expected to return for analysis.